Event description:
Purewick bard system does not effectively vacuum away from the body, as urine is pulled away from the body. The device did little to remove the urine which led to wetness and open wounds from the urine.